Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/17/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues. The bolus history indicated a bolus on (B)(6) 2015 and six boluses on (B)(6) 2015 were programmed and successfully delivered. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No non-programmed boluses were observed. All deliveries completed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, the audio alert feature was absent. The audio-alert piezo component contacts were out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging multiple non-user programmed bolus deliveries. It was reported the patient¿s blood glucose was between 41-70 mg/dl without signs of symptoms of hypoglycemia. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.